Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: arterial catheter with guide wire is bent before insertion. The issue was identified prior to use. There was no patient involved.

Event description:
It was reported that: arterial catheter with guide wire is bent before insertion. The issue was identified prior to use. There was no patient involved.

Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. UDI related data quality updates only.

Event description:
It was reported that: arterial catheter with guide wire is bent before insertion. The issue was identified prior to use. There was no patient involved.